Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption is increasing in a gradual fashion. A device replacement was recommended or reassessed battery status within 90 days. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.